Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17701449m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster, inc. - st. Jude medical 8.5 french sheath. (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient became hypotensive and a cardiac tamponade was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 200 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that a perforation occurred while crossing the valve with the thermocool smarttouch bidirectional navigation catheter. No transseptal puncture was performed. A st. Jude medical 8.5 french sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at greater than 250 seconds. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.